Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Insulin pump received with cracked battery tube threads, cracked case battery tube and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had crack from the battery compartment to the bottom of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.